Manufacturer narrative:
Eval summary: this type of incident may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. The exact cause analysis cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the tab broke off the glenosphere helmet during impaction.